Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device display a "possible device malfunction" message following attempts at device interrogation.